Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that both the right ventricular and right atrial leads had low impedance, "pocket" noise, apparent lead fractures, and their unipolar impedance was higher than their bipolar impedance, indicating possible insulation failure. It was further reported that leads may have been damaged by recoil from a rifle shouldered on the same side as the device. Both leads were capped and replaced. No patient complications have been reported as a result of this event.